Event description:
On (B)(6) 2024, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, it was reported that the patient experienced stoma site oozing and was prescribed ciprofloxacin 500 mg twice a day and an antibiotic ointment. On (B)(6) 2025, it was reported that the patient finished his antibiotic treatment and went to his family doctor to collect culture results and was diagnosed with candidiasis. The patient was then prescribed fluconazole 100 mg orally for 7 days and the issue was resolved. Device was not returned.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.